Event description:
Procedure performed: tatme (da vinci robotic surgery). Event description: during the surgical procedure, after the wound protector had been deployed into the patient's incision site, a separation occurred between the ring and the sheath. Consequently, pneumoperitoneum could not be maintained due to air leakage. The attending surgeon, who is a frequent user of this device, reported that multiple similar incidents have occurred this year, raising serious concerns regarding the product's current quality control. Please refer to the following list of cases that the physician has already reported this year. There is no impact to patient. Additional information provided by [distributor] on 28may2026: the sheath separated from the inner ring yes, the inner ring unrolled at a point in the procedure no other instruments were used to place the alexis no, the sheath and inner ring detached cleanly as a single piece. There was no visible fragmentation or particulate generation. N/a, because no particulate was generated. No particulate fell into the patient. Type of intervention: user replaced with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.